Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported that the day of the event, around 6:30pm, she changed the sensor as it was about to expire. An unknown time after the sensor changed, she passed out and fell. Due to the loss of consciousness the patient does not remember many details from that moment. The patient was unsure why she passed out and was by herself when it happened. The patient confirmed that the blood glucose reading was not low when she changed the sensor but could not remember if she took a blood glucose reading at some point during the sensor change. The patient also stated that she knew she put the new sensor because she found it in the room with the overlay patch attached to it and thinks it might have come off because of the fall. The patient regained consciousness by herself. Due to the fall, she had a black eye and found herself bleeding from a bump on her head, she had cuts under her eye, and on her knees and legs and had pain all over her entire body. She took some juice and ate dinner. After this, she also took insulin, called her daughter, and went to the emergency room (ER) with her. When they arrived at the hospital, they did blood tests to check for an infection but there was no more information regarding this. At the ER no further medication was given but they disinfected the areas and applied first-aid. The patient was discharged at 2:30am the day after the event. At the time of the report, she stated that she was only starting to feel better, she could now get out of bed and walk better, since that day, which was 7 days after the event date. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024.

Manufacturer narrative:
(B)(4).